Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The pump gave a motor error alarm during the occlusion test due to a faulty force sensor. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.